Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not have an image. The issue occurred during preparation for use for a diagnostic gastroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated by a field service engineer and the customer's complaint was not confirmed. Based on the facts obtained from the investigation, the cause could not be identified because it was not observed during the inspection. Olympus will continue to monitor field performance for this device.